Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified that the reported complaint was able to be confirmed and duplicated. The issue shows auto-cycle problem. There was a damage gasket found under elbows fitting on manifold assembly acrylic, due to the material fatigue. The returned part will be scrapped. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported evaluating suspect device/component. However, the device/component has not been made available for an analysis by vyaire. At this time, vyaire medical has not received the suspect device/component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an unresolved auto cycle issue on this avea ventilator device. The customer reported no patient involvement with this issue.